Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power during a patient event. There was no additional information on the reported event or the patient made available to physio-control. It is unknown if the patient suffered any adverse effects during the reported event.